Event description:
It was reported that this implantable cardioverter defibrillator (ICD) inappropriately delivered a shock due to atrial tachycardia. Reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported.